Manufacturer narrative:
Citation: chang hh et al. Sex difference in the prognostic role of body composition parameters in taiwanese patients undergoing transcatheter aortic valve implantation. Bmc cardiovasc disord. 2020 jun 10;20(1):283. Doi: 10.1186/s12872-020-01569-z. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the prognostic role of body composition parameters in taiwanese patients who underwent transcatheter aortic valve implantation (tavi). All data was retrospectively analyzed from a single center database for tavi procedures performed between may 2010 and august 2019. The study population included 221 patients and was predominantly female with a mean age of 81 years and a mean weight of 60 kg. Of those, 189 were implanted with medtronic transcatheter valves: corevalve (117) and evolut r (72). No serial numbers were provided. The overall cumulative mortality comprised 86 patients (64 all-cause deaths, 22 cardiovascular deaths). Multiple manufacturers transcatheter valves were implanted in the study population. None of the deaths were directly associated with medtronic product. Among all patients, adverse events that occurred within 30 days after tavi included: new permanent pacemaker implantation; unspecified valve-related dysfunction requiring repeat procedure (balloon aortic valvuloplasty, tavi, or surgical aortic valve replacement); myocardial infarction; coronary artery obstruction; stroke or transient ischemic attack; moderate to severe paravalvular leak; life threatening bleeding; and major vascular complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Updated data: b5. Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed deaths and adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.